Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. High capture threshold was observed. Fluoroscopy revealed lead dislodgment. When lead repositioning was unsuccessful, the lead was explanted and replaced.